Manufacturer narrative:
This report is submitted on 18 november 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at implant site resulting in explant of the device under general anaesthetic on (B)(6)2019. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.